Event description:
Report rec'd of an under-delivery during preventative maintenance testing. The pump was reportedly being checked out before sending it to the floor. According to the customer contact, the pump was never in use with a pt, and therefore there are no reported adverse pt events.